Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Complaint can be confirmed through the returned product analysis. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Visual examination of the returned product identified the device has not been cycled and both anchors remain inside the needle tip with a portion of the suture still attached. The pusher wire with teeth is bent at the distal end of the juggerstitch and the needle tip has fractured. Confirmed that there is no flashing present and the handle is translucent green in color. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the needle fractured intra-operatively during implant placement. It was reported that no further information is available.